Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed glucose tablets to address bg. Review of the pump data logs by tandem technical support verified that bolus was manually requested by the customer. Customer acknowledged information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.